Manufacturer narrative:
The insulin pump was received with intermittent button press due to corroded keypad trace. No button error alarm noted. The insulin pump had cracked battery tube threads and missing end cap sticker noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 8.3 mmol/l at the time of incident. The insulin pump was returned for analysis.